Manufacturer narrative:
(B)(4). The complaint iw980 infant warmers has not yet been received but is expected to return fisher & paykel healthcare in (B)(4) for evaluation. A follow up report will be provided upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the wiring harness of a iw980 wall mount infant warmer was damaged. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the upper and lower head harnesses of the complaint iw980 wall mount infant warmers were returned to fisher & paykel healthcare in (B)(4) where they were visually inspected. Results: visual inspection revealed that both the upper and lower harness connector housing were discoloured. Additionally, the internal female terminal plastic housing was broken. A lot check revealed no other complaints of this nature for lot 040202. The complaint infant warmer is over 10 years old. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloured harness connectors of the infant warmers were most likely the result of arcing that occurred between two electrical contacts, leading to contact failure. The arcing was most likely caused by a poor connection. The warmer's controller continuously monitors the power delivered to the heating element. Should the connectors completely fail the infant warmer displays an error code and enters a fail safe state where the heater element is disabled and the infant warmer alarms to allow the user to act and provide an alternate means of warming. Furthermore, the components of the harness assembly are wrapped in a fire retardant sheath, and the entire enclosure is made from fire retardant plastic. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Replacement parts have been sent to the customer to replace the discoloured harness connectors.

Event description:
A healthcare facility in (B)(6) reported that the wiring harness of a iw980 wall mount infant warmer was damaged. No patient consequence was reported.

Event description:
A healthcare facility in tennessee reported that the wiring harness of a iw980 wall mount infant warmer was damaged. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint iw980 infant warmers are (B)(4) to fisher & paykel healthcare in (B)(4) for evaluation. A follow up report will be provided upon completion of our investigation.